Event description:
The event was reported by a customer from (B)(6): "issue: patient (initials (B)(6)) male, antibiotics intermittent program, occlusion sound alarm. Tried to troubleshoot on the phone. Flushed the pic line still got same occlusion alarm. Flushed pick line, change tubing no clamp. Other nurse came to try a couple of times. Patient very frustrated. Patient had gemstar pump, reprogrammed the pump and pursue the therapy. He missed half of his dose 10:00pm do not know the exact dose. Vtbi: unknown (6 doses in the bag). Drug: cloxiciline q 4hrs. Maybe 84ml. Kvo 2ml/hrs."

Manufacturer narrative:
(B)(4).